Manufacturer narrative:
The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: there was a problem loading and unloading the device. When the reload was connected to the stapler, it did not shoot and became stuck in the stapler. The stapler was not able to fire. The patient status is alive, no injury.

Manufacturer narrative:
Report 1219930-2017-10152 was sent in error. This device was already captured and will be reported under regulatory report # 1219930-2017-10447 (MFR. Reference (B)(4)). If information is provided in the future, a supplemental report will be issued.